Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. Technical services advised some testing options. The patient performed a treadmill test, and the device was reprogrammed. There were no additional adverse patient effects. The system remains implanted.